Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The customer reported that there was a low battery alarm prior to off no power alarm. The customer reported that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment was corroded. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with a corroded battery tube noted. The insulin pump was monitored and tested with no off no power anomaly, blank display and low battery alert noted. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window.